Event description:
According to the report, a request for an explant kit was received from the clinic as the clinic plans to explant the patient on (B)(6) 2012. No further information is available at this time.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device analysis will be submitted as a follow up report.